Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device stopped working. They replaced the disposable and the handpiece to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 06/09/2009. Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device stopped working. A possible cause of an activation issue is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.